Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the caller was trying to connect to the patient's implant to make an adjustment but when they tried to connect the patient started screaming in pain. Caller said they never got to the point where they could adjust the stimulation one way or the other. Caller then said they were going to turn the stimulation up from 3.1 to 3.2, but as soon as they turned the stimulation on the patient "started screaming and in pain like it was on high or something". Agent asked if caller had turned the therapy off or on when patient felt the shocking sensation, and caller confirmed therapy was off. Caller turned therapy back on and said patient's back was "spasming". Caller said patient won't let them connect back up because they are afraid they will get zapped again. Agent reviewed information about zapping and redirected caller to patient to adjust sti mulation down to a comfortable level. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.